Manufacturer narrative:
Date sent to the FDA: 01/29/2021. Additional h6 component code: g07002 ¿ conforming device. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional h-3 summary: six used needles of product code pdp771 were received for evaluation, the product code is control release and each tray contains eight strands. During the visual inspection of six used needles, the swage and attachment area were noted to be as expected, marks by use of surgical instrument were noted on body needle. The sutures were not received to determine the assignable cause and no functional tests could be performed. No conclusion could be reached as the needle was detached. Unable to investigate further. A paper lid and a winding former with two needle/sutures of product code pdp771 were received for evaluation, the product code is control release and each tray contains eight strands. During the visual inspection of sample, the swage and attachment area of two needles were noted to be as expected. The sutures were dispensed without problems and no damaged could be noted. A functional test was performed, and the pull force were meet the requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide event date. Please provide procedure name. Please provide procedure date. Please provide lot number. Status of product return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and the suture was used. During surgery, the needle was detached from the suture easily during interrupted suturing. It was a control release needle. There are no adverse patient consequences reported.